Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the nim vital would play sound intermittently even though the system was able to stimulate and update the emg monitoring as intended. Current was being delivered because they got a wave form, just could not hear the ¿beep, beep, beep¿ sound from a positive emg response. Troubleshooting performed and confirmed audio was at 100% volume, issue not resolved. There was neuromonitoring being done in this case, they were getting interference from something in that room. The procedure was completed by the nim vital. There was no patient impact.

Event description:
Additional information received, muting probe was being used and clamped over the monopolar.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.